Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips could not be closed. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1700107 was manufactured on 11/13/2017 a total of (B)(4) pieces. Lot was released on 11/14/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. It appears that there was a buildup of biological material present on the bottom jaw. The buildup of biological material was manually removed and another attempt was made to fire the device. The next clip was unable to properly load as it did not latch onto the top jaw. The top jaw did not close properly during the loading of the clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there was a large amount of dried up biological material near the jaws in the channel. However, no issues were observed with any of the components. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. It is possible that the excess amount of biological material present in the device prevented the top jaw from closing properly, but this could not be confirmed. It could not be determined what prevented the clips from loading properly. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "ligation clips could not be closed" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load into the jaws as it did not latch onto the bottom jaw. It appears that there was a buildup of biological material present on the bottom jaw. The buildup of biological material was manually removed and another attempt was made to fire the device. The next clip was unable to properly load as it did not latch onto the top jaw. The top jaw did not close properly during the loading of the clip. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that there was a large amount of dried up biological material near the jaws in the channel. However, no issues were observed with any of the components. It is possible that the excess amount of biological material present in the device prevented the top jaw from closing properly, but this could not be confirmed. It could not be determined what prevented the clips from loading properly. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented the clips from properly loading, the root cause of this complaint is undetermined.

Event description:
It was reported that the clips could not be closed. There was no patient injury.